Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s different blood glucose level was up to 400 mg/dl, 104 mg/dl, up to 511 mg/dl, 450 mg/dl and 359 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with bolus. Customer reported that the insulin pump had received no delivery alarm. Customer states the insulin exited. Customer stated that there was a little blood and cannula was folded over. Customer was declined to troubleshoot for high blood glucose level, bent cannula and blood at site. The insulin pump will not be returned for analysis.